Event description:
A pharmacist reported a customer experienced an infection while wearing an adc freestyle libre sensor. Caller further reported the insertion site was notable for the presence of a ¿red margin¿. On (B)(6) 2019 customer was prescribed orbenine (cloxacillin, an oral antibiotic) and fucidin (fusidic acid, an antibiotic). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. The extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Dhrs(device history review) for all freestyle libre sensors within expiration at the time of the complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that freestyle libre sensor continues to be safe, effective, and perform as intended in the field. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A pharmacist reported a customer experienced an infection while wearing an adc freestyle libre sensor. Caller further reported the insertion site was notable for the presence of a ¿red margin¿. On (B)(6) 2019 customer was prescribed orbenine (cloxacillin, an oral antibiotic) and fucidin (fusidic acid, an antibiotic). There was no report of death or permanent injury associated with this event.